Event description:
Healthcare professional reported left side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: flat creases, wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device explanted.